Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found sharp damage on the trocar balloon. It was reported that the balloon did not inflate easily. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic totally extraperitoneal, during the insertion of the device into the preperitoneal space, the surgeon tried to inflate the round-balloon with the inflation bulb but the balloon would not inflate. The bulb was pushed several times, but the balloon still did not inflate. The balloon was then taken out of the pre-peritoneal space. The scrub nurse tested the device and the issue remained. Another device was used to complete the case. There was no patient injury.